Event description:
A minimum fill notification was reported. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to remove the pump from its case and used an alcohol wipe or lint-free cloth to clean the pneumatic tap area. Reloading the same cartridge resolved the issue, enabling the customer to successfully load a cartridge onto the pump and resume insulin delivery.